Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was experiencing syncope and was sent to the hospital. The physician reported there was premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.